Event description:
Baxter china reports the transfer set leaked effluent with the clamp in the closed position. Noted during use. Transfer set had been used for approximately 2 weeks. No pt injury or medical intervention reported.